Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-21052019-0000436373 submitted for adverse event which occurred on (B)(6) 2017. Mwr-21052019-0000436374 submitted for adverse event which occurred on (B)(6) 2017. Mwr-21052019-0000436375 submitted for adverse event which occurred on (B)(6) 2017. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that on (B)(6) 2017 she underwent a cystoscopy and on (B)(6) 2017 she underwent a second cystoscopy and revealed erosion of the mesh. It was reported that on (B)(6) 2017, the patient underwent surgery in an attempt to remove the mesh and as well as to have a suprapubic catheter inserted, a rectus fascial sling placed and a urethroplasty. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.